Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was called in-clinic after receiving several non-sustained oversensing episodes through merlin.net transmission. Patient's condition was good. During device interrogation, post-paced t-wave oversensing was noted on stored egm. Myopotential oversensing was also suspected. Programming changes were suggested. Physician decided not to take any action. Patient will be monitored through merlin.net transmission.